Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured in the clavicle area. The lead was explanted. This lead will not be returned as it was kept by the explanting facility. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.